Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece suddenly stopped working. There was no pt harm reported, however there was a delay in surgery of 15 minutes. The procedure was completed with an alternate device.